Manufacturer narrative:
Investigation into this event has not conclusively determined the root cause, although operator error may have contributed to this event. Evaluation of the instrument through testing indicates it is operating as expected. Quality control results obtained the day of this event were acceptable. Evaluation of vitros 5, 1 analyzer generated sample indices indicate that two samples thought to be the same were not likely to be the same.

Event description:
A customer observed positively biased vitros phyt results from a single patient sample on a vitros 5, 1 fs analyzer. The customer states the results were not reported and there was no allegation of patient harm as a result of this event. This report corresponds to ortho-clinical diagnostics, inc.